Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed a field service engineer found that the latch assembly was missing the magnet and needed to be replaced. A field service engineer replaced the latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer 5 failed. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.